Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed due to the condition of the returned device. The reported extra material on the tip was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, the 2.5 x 20 mm trek balloon catheter inflated without issue; however, it could not deflate. The balloon was removed from the anatomy still inflated. There was an extra piece of material on the tip when it was removed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.